Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported eri or low ins battery icon was reported on non-rechargeable implantable neurostimulator (ins). The patient was dissatisfaction with ins longevity. Patient stated her doctor told her the implant should last 7-10 years. There was no symptom reported. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.